Event description:
Technicians have reported that the syringe (photo 1) is unraveling from the attached manifold port (photo 2). The syringe is also very wobbly when attached to the manifold. This has been seen 3 times in the last week. They also informed that this is a reoccurring issue with the syringe unraveling. The main pack is part no: samm06615.the manifold/syringe pack that comes in the main pack is ref 650204216: namic convenience kit. Lot# 0000177238 (photo 3). 1.00 kit custom // 650204216 end result: switch out syringes or add a syringe that is not from the lot number. Pt code: 4582. Device codes: 3026, 1664. Ref report: mw5184157.